Manufacturer narrative:
After further review of additional information received the following sections PMA/510k, if follow-up, what type, device evaluated by MFR and adverse event problem have been updated accordingly. The evaluation noted that revision reported was likely the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prostheses, which led to joint instability. The reported patient fall may have been the result of the unstable knee. The most probable root cause for the reported event of "instability" is associated with undesirable stability of the joint or implant construct.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately 10 yrs postop the initial implant, this (B)(6) y/o female patient returned to surgeon recently with a complaint of right knee pain after a fall. The knee was examined and appeared to have some instability. After exposure it was noted that there was some synovitis and a bit of poly wear. As the x-rays showed no femoral nor tibial loosening and the MRI was also inconclusive for loosening, we prepped for a poly exchange and a possible femoral revision. As both the femoral and tibial implants proved to be well fixed a debridement and poly exchanged was performed. The insert was increased by 4mm using a pts spacer and truliant psc insert. It was noted that the patient had a 15mm logic ps insert by examination. Patient was last known to be in stable condition following the event. The device is not available for evaluation as hospital retains all retrievals.